Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported two petals from a tampon applicator broke off during insertion. She experienced sharp vaginal pain while inserting and removing the tampon. She later removed a small pink piece of plastic from her vagina. The next day she went to her doctor where another piece of pink plastic was removed and doctor told her the plastic scratched her vagina. She was prescribed a cream for the scratch. The pain turned into discomfort after the plastic pieces were removed. She continued to experience pain when urinating due to the urine coming into contact with the scratch.